Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient who underwent a total shoulder arthroplasty has possibly been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this (B)(4) was for implant identification only. There was no harm to a patient nor malfunction with our product. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.